Manufacturer narrative:
In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that no power output was suspected. During the implant procedure, the patient was under general anesthesia and neuromonitoring was used to determine spinal cord stimulator (scs) coverage. At initial test (4.0ma, 450pw and 60hz) the neuro tech stated he could see some minor response on the monitor. The rep turned the device to 6.0ma and at that time "everything disappeared from his monitor". The rep stated it was like someone turned the device off. The rep tried multiple settings in varying combinations of electrodes, amplitudes, rate and pulse width and the monitoring rep could never see any response. All connections were green and all impedances were good during entire intraoperative testing period. A new 2x8 surgical lead was opened and tested with the same results as above. A new battery was opened and monitoring rep could see the response in the patient between 8-10v. The new battery was implanted. The issue was resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins serial# (B)(4) found no anomalies. Conclusion code no longer applies. Product analysis #(B)(4): analysis information -- (B)(6) 2018, 21:02:42 cst pli# 10 product ID# 97715, below is unedited, system generated text based on the analysis finding code(s) and test results. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. The ins failed the final functional test on the automated test console. {the ins failed the test because the test console did not load the part correctly. The test console was reset and selftest rerun prior to retesting the ins.} a lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referenced to #0.} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins serial# (B)(4) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the battery not having any power output was not determined. The affected device was sent in for analysis. No further complications were reported or anticipated.